Manufacturer narrative:
The baxter technician found the brake casters and detent mechanism needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on (B)(6) 2026. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters and detent mechanism to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that affinity three bed frame brakes were not holding. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.